Manufacturer narrative:
(B)(4)

Event description:
It was reported that far p-wave oversensing on the ventricular channel was observed. The oversensing occurred during atrial sensing. Programming changes were recommended, but the physician elected not to make the changes and will continue to monitor the patient. There have not been any adverse effects to the patient from the oversensing.